Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that when he was pulling the reservoir out from the insulin pump, the o-rings came out and he messed up; the insulin got into the reservoir compartment. No further information was provided.